Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysfunctional uterine bleeding, fibroids and endometrial polyp. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), headache ("headaches") and nervous system disorder ("neurological condit/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, vaginal infection, vaginal discharge, psychological trauma, fatigue, gastrooesophageal reflux disease, hormone level abnormal, headache, nervous system disorder, hot flush and fungal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, intermenstrual bleeding, iron deficiency anaemia, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bleeding: menorrhagia, metorhagia, anemia, bladder/urinary problems vaginal. Infection., vaginal. Discharge. The patient is currently not planning essure removal. Discrepancy noted for date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysfunctional uterine bleeding, fibroids and endometrial polyp. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), headache ("headaches") and nervous system disorder ("neurological condit/ problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage, iron deficiency anaemia, vaginal infection, vaginal discharge, psychological trauma, fatigue, gastrooesophageal reflux disease, hormone level abnormal, headache, nervous system disorder, hot flush and fungal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bleeding: menorrhagia, mastorrhagia, anemia, bladder/ urinary problems vaginal infection, vaginal discharge. The patient is currently not planning essure removal. Discrepancy noted for date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: this case is upgraded to serious incident. Mr received. Reporters information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.